Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.